Event description:
A technician contacted a baxter technical service representative (tsr) regarding arena hemodialysis instrument that had started smoking 10 minutes into treatment in 2009. The technician shut the machine down. The patient was removed from the machine with their setup and hooked up to another machine to continue treatment. The same setup was used, there was no blood loss to the patient and the patient resumed treatment with no problems. There was no medical intervention or hospitalization as a result of this incident. The patient was fine. The technician stated that afterwards, the machine turned on in alarm showing 99 degrees in cool down, he could not locate anything burned, but said it smelled like one of the boards smoked. The tsr advised the technician to replace the ultrafiltration (uf) proportioner power board and the miscellaneous I/o hydraulic power pc board. During a follow up call, the technician stated that the 3 way bypass valve solenoid was split open/worn out/fried. This solenoid damaged the ultrafiltration (uf) proportioner power board and the uf hydraulic power boards. He replaced both boards, calibrated and functionally tested the machine. The machine is up and running with no problem. The parts have been discarded and are not available for evaluation.

Manufacturer narrative:
.